Event description:
Reference importer report # (B)(4).

Manufacturer narrative:
Document review: quadra s femoral stem size 0 std - ref. (B)(4) / lot 071633/t (5 stems produced). All parameters were found to be in accordance with the specifications valid at the time of manufacturing. All the stems belonging to this lot have been already sold and no other incidents have been reported up to now. Versafitcup cc trio cup 50 - ref. (B)(4) / lot 132203 (80 cups produced). All parameters were found to be in accordance with the specifications valid at the time of manufacturing. Fifty-eight cups belonging to this lot have been already sold and no other incidents have been reported up to now. From the data collected, we do not have evidences that the event is device related.